Event description:
It was reported to the manufacturer by the end user, per the end user, "patient had fallen out of the bed and frame then nurse witnessed the patient on the floor then helped him on the bed again." X-ray's were performed at the facility. (B)(4) and (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit have not been returned.